Manufacturer narrative:
Additional information: an event regarding intra op fracture issue involving a triathlon symmetric x3 patella was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: a review of the device history records could not be performed as lot code provided was incorrect for the specified part . Complaint history review: a complaint history review could not be performed as lot code provided was incorrect for the specified part . Conclusions: the exact cause of the event could not be determined because products were not returned. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient having right tka surgery, patient had femur and tibial implanted with tibial insert to hold knee space while the cement curing, patella placed with cement on patella and on patella implant, patella clamp to squeeze patella in place was used, excess cement pulled away from patella implant, cement cured and surgeon noticed that patella was no properly seated, surgeon then opted to revise the patella, using a saw cut patella implant off, leaving pegs still in patient's patella, using the same 36mm drill guide for patella drilled the hole in same position as before removing the pegs that were left behind when the surgeon sawed off the patella, new cement was mixed and inserted a new 36 patella.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was destroyed apron removal with saw and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient having right tka surgery, patient had femur and tibial implanted with tibial insert to hold knee space while the cement curing, patella placed with cement on patella and on patella implant, patella clamp to squeeze patella in place was used, excess cement pulled away from patella implant, cement cured and surgeon noticed that patella was no properly seated, surgeon then opted to revise the patella, using a saw cut patella implant off, leaving pegs still in patient's patella, using the same 36mm drill guide for patella drilled the hole in same position as before removing the pegs that were left behind when the surgeon sawed off the patella, new cement was mixed and inserted a new 36 patella.